Manufacturer narrative:
Manufacturing review: a review of the mfg. Lot build database for the reported lot# 3297239 showed (B)(4) units were mfg. Tested inspected & released. There were no exception documents generated during the lot build. Device not returned.

Event description:
Int'l. (B)(6) complaint received reporting leakage issue with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to "...blood leak under membrane". There were no reported adverse patient consequences. Although requested additional event information and device return status have not been responded to.

Manufacturer narrative:
Manufacturing review: a review of the mfg. Lot build database for the reported lot# 3297239 showed (B)(4) units were mfg. Tested inspected & released. There were no exception documents generated during the lot build. Device return: one (1) used d1000 tego connector was returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector recorded component damages noting seal tears along the rim above the thread posts. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector leaked, failed acceptance criteria. The tego connector was disassembled to perform additional analysis of the internal componentry. The results recorded seal tears at the ends of the slit on the top surface. Previous investigations of similar component damages/anomalies have identified these types of component damages are consistent with incorrect techniques/usage conditions (overtightening & continued connection rotations).

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issue with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during dialysis sessions, attending clinician removed/replaced tego connectors due to "..blood leak under membrane". There were no reported adverse patient consequences. Although requested additional event information and device return status have not been responded to. This is the mfrs. Follow up report to provide additional information and device return investigation findings.